Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the subject device was not implanted due to 89bpm magnet rate. It was returned for analysis. At reception, the battery voltage was 3,0v. Preliminary analysis showed that the device operated within specifications.

Manufacturer narrative:
.

Event description:
Reportedly, the subject device was not implanted due to 89bpm magnet rate. It was returned for analysis.

Manufacturer narrative:
UDI: (B)(4).

Event description:
Reportedly, the subject device was not implanted due to 89bpm magnet rate. It was returned for analysis.